Manufacturer narrative:
(B)(4). Date sent: 5/13/2016. Pt info; relevant tests/lab, other relevant history;concomitant medical products: information was not provided by the initial contact. Model and lot #; eval info: information is unavailable. Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy procedure, the doctors were firing the device. The firing stopped halfway during the firing. The surgeons tried to utilize the manual override without any success. The manual override wouldn't reverse the knife blade. The surgeons cut the tissue to remove the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n53z47. The analysis found that one psee60a device was returned in good visual condition and with one gst60w cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manual override worked properly during testing. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.